Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. After procedure, the patient had an x-ray and it was noted that the atrial lead had dislodged. Patient was having phrenic nerve stimulation. The lead was repositioned successfully. Patient was stable post procedure.